Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced low blood glucose levels of 33 mg/dl to 45 mg/dl. The parent was assisted with troubleshooting. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 45 mg/dl at the time of the call. The parent stated that the customer was pale and sweaty. The customer's blood glucose went up to 60 mg/dl after eating food. The customer was not connected to the insulin pump while priming the device. The parent stated that the reservoir was showing more insulin that what was shown on the status screen. The parent was advised to monitor insulin pump and blood glucose and to contact healthcare professional to discuss possible causes. The customer was also hospitalized for a low blood glucose of 34 mg/dl on (B)(6) 2017 at 12:55 p.m. The customer was wearing the insulin pump during hospitalization. The product will not be returned for analysis.